Manufacturer narrative:
Other contact phone number: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they cleaned dried fluid from touch screen and could not duplicate touchscreen malfunctions. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that prior to use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had intermittent touch screen issue. There was no patient involved.